Event description:
A report was received from taiwan with information that the ventilator had a blank display. The malfunction did not occur during patient use.

Manufacturer narrative:
The customer service engineer (cse) replaced the graphical user interface (gui) printed circuit board (pcb). (B)(4).